Event description:
A customer reported to beckman coulter, inc. (Bec) that there was a fluid leak underneath unicel dxi 800 access immunoassay system. No patient result was generated and there was no report of injury to the user. The operator did not seek medical attention. Msds was not reviewed and the facility does not have an exposure control plan in place.

Manufacturer narrative:
Service was dispatched for this event, and the field service engineer (fse) observed a tear in the waste line transfer pump tubing that was the source of the leak. The fse replaced the torn tubing and verified the leak was no longer occurring. The cause of the event was hardware, torn tubing. (B)(4).